Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet off a kitchen counter, after which the screen was impacted and the device was no longer watertight, though it continued to function; the event was addressed through troubleshooting and education, and a replacement ilet was provided. Symptoms included no reported clinical effects. Outcomes included no changes in therapy beyond replacement logistics and no need for medical care. Investigation included review of the user¿s account and device use history, with assessment focused on physical damage and functional status. Investigation of this case revealed mechanical damage to the device enclosure/display assembly consistent with accidental impact, with no functional alarm activity and no performance malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.